Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the observed coag button stuck in on position. The footswitch was tested with an ohm meter connector in place on the back of the console. Based on analysis results and the information currently available, the exact cause that contributed to the reported footswitch stuck in on position event, cannot be established. Device technical analysis: the footswitch was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the foot guard was scuffed and had paint chips due to physical wear. The device was functionally tested with an ohm meter to test the foot switch contacts. Each set of contacts were tested by stepping on and releasing each pedal. However, the coag button was stepped on and stayed in the on position and would not spring back on its own, it had to be pulled free. Device technical analysis: the footswitch was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the foot guard was scuffed and had paint chips due to physical wear. The black insulated jacket on the footswitch was coming off at the connector end to the console. It was covered with black electrical tape. Bending of the cord at the strain relief area revealed the switch connector issue. The footswitch was functionally tested with the ohm meter. The testing conducted showed that the pedals were tested by stepping on and releasing each pedal. The blue coag button was stepped on and stayed in the on position; it had to be pulled free. Investigation conclusion: based on analysis results an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the footswitch was returned without initial reporter and performance allegation information. Analysis of the returned device identified that the coagulation pedal stayed in the on position when depressed.